Event description:
Caller reported intermittent occlusion alarms and resolved each by resuming insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.